Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta console and procedure set were used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. Reportedly the procedure was done under general anesthesia. According to the complainant, the patient had a burn following the procedure. There were no alarms noted on the console during the procedure. The procedure was completed with this device. The patients condition at the conclusion of the procedure was reported to be okay. An additional attempt has been made to obtain follow up event details with no response from the clinician.